Event description:
Reportedly, the device crt display blanked out while performing routine patient monitoring. The reporter stated there were no adverse affects resulting from the reported discrepancy.